Event description:
End of side rail missing plastic guard at end of rail. Exposed end of rail noted to have blood on it. Pt found in bed with left posterior calf laceration 6-7 cm in length. Required sutures. Bed was not identified except for co name. No ID or serial number recorded from nurse who reported the pt injury.